Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 1674ml, indicating the home patient (hp) drained 1549ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The assignable cause was determined to be a user error, as the tidal total ultra-filtration (uf) removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. The warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation." A review of the labeling for the product family will be performed. If additional relevant information is received, a follow-up report will be sent.